Manufacturer narrative:
Examination of the complaint sample found biological objects such as vein graft with patient blood clot in bubble trap area of heat exchanger and skin tissue at filter panel of heat exchanger. These obstructions caused the occlusion at heat exchanger filter panel and restricting forward flow. It is unknown how the biological materials became present; however, it was noted that the perfusionist indicted they may not have used the appropriate oxygenator filter to recirculate blood with the mps system. It is also possible the user incorrectly connected the suction line to the oxygenator reservoir. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. The report stated that the mps console was exhibiting high pressures during a procedure, displaying 330mmhg with a flow at 50ml/min, but that when he switched to vent mode, the pressures would drop to normal. The perfusionist noted that he did notice something "strange" move around in the heat exchanger but was not able to identify it. The report stated that after switching to a new delivery set, the alleged issue was resolved. There were no patient complications reported as a result of the alleged event. The delivery set was returned to the manufacturer for analysis.